Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500 , model: sc-2317-50 , serial: (B)(6), batch: 5103321.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt due to high impedance on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.